Event description:
It was reported that during central processing procedure, the 8mm fenestrated bipar forceps instrument was found to have a housing cable damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this instrument was reported damaged during central processing. Neither the surgeon nor staff made any report of the thermal damage. We wouldn't be able to guarantee it happened during that case or when it occurred. Given that it was back in january and wasn't reported on initially I doubt there will be any recollection of it.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and during visual inspection, the instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.